Event description:
The customer contact reported the device alarmed with a s205 (backup battery) malfunction alarm code. The device was returned to the biomedical department with a report that during start up, the device alarmed with a s205 malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s205 (backup battery) malfunction alarm code when powered on. This was found to be due to a depleted coin cell battery due to a incorrectly installed resister on the printed circuit board. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.